Event description:
The following information was reported: the balloon popped on two devices while bringing the balloon back to the arteriotomy. A second mynx vascular closure device was used. The patient was not hospitalized. At prep, the black marker on the inflation indicator was fully exposed. Stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention coronary stick location: medium sheath size: 6f vessel size 6 mm vessel type: arterial

Manufacturer narrative:
The devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, two balloon loss of pressure events which occurred at the arteriotomy were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloon, potentially contributing to a tear in both balloons. A review of the lhr was not possible as the lot number was not provided. UDI #:(B)(4). Pi number is unknown as the lot number was not provided. See medwatch form #s: 3004939290-2015-00218 and 3004939290-2015-00219.